Event description:
Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. A physician reported that a pump infused the full volume overnight on a patient. It was a cb006 pump and no patient injury occurred. Pump was filled by pharmedium. The event date was not provided.

Manufacturer narrative:
Method: at this time the device is reported not to be returning to I-flow for analysis. A lot number was not available, therefore, a review of the products device history record could not be conducted. Results: as a device was not available for an evaluation and no methods were performed, results cannot be obtained. Conclusions: the device was not returned to I-flow for an evaluation and analysis, therefore, we are unable to determine a cause for the reported event of fast flow. Information from this incident will be included in our product complaint and MDR trend reporting system. If additional information pertinent to this event becomes available or the device is returned, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.